Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 224 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer received a no delivery alarm at the beginning of priming. It was explained that the alarm was caused by set/reservoir connection. Customer advised to replace infusion set and reservoir. Customer changed the reservoir and primed the insulin pump to 6.3u without any alarms present. It was found that the customer was not pushing air into the reservoir and into the insulin vial. The importance of this step was explained to the customer. Customer also stated the sensor glucose reading was 269 mg/dl and the blood glucose reading was 224 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.